Event description:
It was reported that the lead exhibited myopotential inhibition sensing. The lead was reprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.